Manufacturer narrative:
(B)(4). Batch # unk. Concomitant medical products: gst green reload, 60mm, 6 row; gst blue reload, 60mm, 6 row. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a pancreaticoduodenal procedure, when severing gastric tissue with device and reload, after fired, noted some staples malformed with straight leg. Another reload was used to continue, when severing the small intestine with device and reload, after fired, the staples malformed with straight leg as well. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.